Manufacturer narrative:
Initial and final MDR 1911590 - MDR 8021545-2024-02028 - device 1 of 2. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off events on (B)(6) 2024. No further information available.